Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain and chronic low back pain. It was reported that the patient had chronic back pain, for which the pump was implanted, but the [low back] pain had gotten worse since a lifting injury that occurred on (B)(6) 2018. The patient did not feel like the pump was working since the injury occurred. MRI (magnetic resonance imaging) compatibility guidelines were requested. No further complications were reported.